Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm at the anterior communicating artery (acom), the sl-10® pre-shape 45 microcatheter (stryker) was delivered to the target lesion and the coiling procedure was initiated. The first coil was a 2.5 mm x 3.5 cm xtrasoft was delivered and was successfully detached. Then the 1 mm x 2 cm galaxy g3 mini coil (glm910020 / l11051) was chosen. It was reported that the coil did not come out from the distal end of the microcatheter. The physician was not sure if there was an issue with the galaxy g3 mini coil or the issue was related to the microcatheter. Another coil was used, a 1 mm x 2 cm target® nano coil (stryker) was inserted into the microcatheter; the same issue was encountered. This coil also did not come out from the distal end of the microcatheter and was removed. A guidewire was inserted into the microcatheter to create space at the distal end of the microcatheter and the galaxy g3 mini coil was then reinserted; there was no resistance between the coil and the microcatheter, but the coil did not exit from the distal end of the microcatheter. The galaxy g3 mini coil was then removed, and the physician reinserted the 1 mm x 2 cm target® nano coil and this coil was successfully implanted at the target lesion without any difficulty. The procedure was successfully completed. It was confirmed that there was no kink or bent on the galaxy g3 mini coil prior to the reported event. There was no report of patient complications or adverse event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1 mm x 2 cm galaxy g3 mini coil was returned contained in a pouch. The returned device underwent visual inspection. The hub, the device positioning unit (dpu), the resheathing tool were observed to be in normal, good conditions. The coil introducer was zipped and without any damage. The embolic coil was received inside the introducer with a small section protruding from the introducer. The device underwent microscopic inspection. The v-notch was found in good condition. The resistance heating (rh) and the articulation join were inspected through the microscope through the introducer. The rh was not heated, and the articulation joint was in good condition. Through the introducer, the embolic coil was observed kinked and stretched with a small section protruding from the introducer. The device could not undergo functional analysis due to the observed kinked and stretched condition of the embolic coil. A review of manufacturing documentation associated with this lot (l11051) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The visual inspection performed on the returned device confirmed the prescore rupture with the small section of the embolic coil protruding from the introducer. The kinked and stretched condition of the embolic coil was not originally reported in the complaint may have been due to the inadvertent application of force. The kinked and stretched condition of the embolic coil may also been the cause of the reported issue in the complaint that the coil did not exit from the distal end of the microcatheter. Coil kinked and stretched are known potential issues associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink and stretching from occurring. The coil kinked and stretched conditions were not originally reported with the complaint. The exact cause of the observed kinked and stretched condition of the embolic coil could not be conclusively determined; however, excessive force may have been inadvertently applied during the procedural handling of the device and/or during the interaction with the concomitant microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 2 cm galaxy g3 mini coil left the manufacturing facility in the kinked and stretched condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm at the anterior communicating artery (acom), the sl-10® pre-shape 45 microcatheter (stryker) was delivered to the target lesion and the coiling procedure was initiated. The first coil was a 2.5 mm x 3.5 cm xtrasoft was delivered and was successfully detached. Then the 1 mm x 2 cm galaxy g3 mini coil (glm910020 / l11051) was chosen. It was reported that the coil did not come out from the distal end of the microcatheter. The physician was not sure if there was an issue with the galaxy g3 mini coil or the issue was related to the microcatheter. Another coil was used, a 1 mm x 2 cm target® nano coil (stryker) was inserted into the microcatheter; the same issue was encountered. This coil also did not come out from the distal end of the microcatheter and was removed. A guidewire was inserted into the microcatheter to create space at the distal end of the microcatheter and the galaxy g3 mini coil was then reinserted; there was no resistance between the coil and the microcatheter, but the coil did not exit from the distal end of the microcatheter. The galaxy g3 mini coil was then removed, and the physician reinserted the 1 mm x 2 cm target® nano coil and this coil was successfully implanted at the target lesion without any difficulty. The procedure was successfully completed. It was confirmed that there was no kink or bent on the galaxy g3 mini coil prior to the reported event. There was no report of patient complications or adverse event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation which revealed that the embolic coil was kinked and stretched. Based on the product analysis completed on 3/15/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Event description:
The healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm at the anterior communicating artery (acom), the sl-10® pre-shape 45 microcatheter (stryker) was delivered to the target lesion and the coiling procedure was initiated. The first coil was a 2.5 mm x 3.5 cm xtrasoft was delivered and was successfully detached. Then the 1 mm x 2 cm galaxy g3 mini coil (glm910020 / l11051) was chosen. It was reported that the coil did not come out from the distal end of the microcatheter. The physician was not sure if there was an issue with the galaxy g3 mini coil or the issue was related to the microcatheter. Another coil was used, a 1 mm x 2 cm target® nano coil (stryker) was inserted into the microcatheter; the same issue was encountered. This coil also did not come out from the distal end of the microcatheter and was removed. A guidewire was inserted into the microcatheter to create space at the distal end of the microcatheter and the galaxy g3 mini coil was then reinserted; there was no resistance between the coil and the microcatheter, but the coil did not exit from the distal end of the microcatheter. The galaxy g3 mini coil was then removed, and the physician reinserted the 1 mm x 2 cm target® nano coil and this coil was successfully implanted at the target lesion without any difficulty. The procedure was successfully completed. It was confirmed that there was no kink or bent on the galaxy g3 mini coil prior to the reported event. There was no report of patient complications or adverse event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation which revealed that the embolic coil was kinked and damaged. Based on the product analysis completed on 3/15/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to update the event description, correct the manufacturer information in section g and to correct the device codes. The FDA device code 1601 was corrected to 2976. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an unruptured aneurysm at the anterior communicating artery (acom), the sl-10® pre-shape 45 microcatheter (stryker) was delivered to the target lesion and the coiling procedure was initiated. The first coil was a 2.5 mm x 3.5 cm xtrasoft was delivered and was successfully detached. Then the 1 mm x 2 cm galaxy g3 mini coil (glm910020 / l11051) was chosen. It was reported that the coil did not come out from the distal end of the microcatheter. The physician was not sure if there was an issue with the galaxy g3 mini coil or the issue was related to the microcatheter. Another coil was used, a 1 mm x 2 cm target® nano coil (stryker) was inserted into the microcatheter; the same issue was encountered. This coil also did not come out from the distal end of the microcatheter and was removed. A guidewire was inserted into the microcatheter to create space at the distal end of the microcatheter and the galaxy g3 mini coil was then reinserted; there was no resistance between the coil and the microcatheter, but the coil did not exit from the distal end of the microcatheter. The galaxy g3 mini coil was then removed, and the physician reinserted the 1 mm x 2 cm target® nano coil and this coil was successfully implanted at the target lesion without any difficulty. The procedure was successfully completed. It was confirmed that there was no kink or bent on the galaxy g3 mini coil prior to the reported event. There was no report of patient complications or adverse event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The galaxy g3 mini coil was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 1 mm x 2 cm galaxy g3 mini coil was returned contained in a pouch. The returned device underwent visual inspection. The hub, the device positioning unit (dpu), the resheathing tool were observed to be in normal, good conditions. The coil introducer was zipped and without any damage. The embolic coil was received inside the introducer with a small section protruding from the introducer. The device underwent microscopic inspection. The v-notch was found in good condition. The resistance heating (rh) and the articulation join were inspected through the microscope through the introducer. The rh was not heated, and the articulation joint was in good condition. Through the introducer, the embolic coil was observed kinked and damaged with a small section protruding from the introducer. The device could not undergo functional analysis due to the observed kinked and damaged condition of the embolic coil. A review of manufacturing documentation associated with this lot (l11051) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The visual inspection performed on the returned device confirmed the prescore rupture with the small section of the embolic coil protruding from the introducer. The kinked and damaged condition of the embolic coil was not originally reported in the complaint may have been due to the inadvertent application of force. The kinked and damaged condition of the embolic coil may also be the cause of the reported issue in the complaint that the coil did not exit from the distal end of the microcatheter. Coil kinked and damaged are known potential issues associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink and damaged from occurring. The coil kinked and damaged conditions were not originally reported with the complaint. The exact cause of the observed kinked and damaged condition of the embolic coil could not be conclusively determined; however, excessive force may have been inadvertently applied during the procedural handling of the device and/or during the interaction with the concomitant microcatheter. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1 mm x 2 cm galaxy g3 mini coil left the manufacturing facility in the kinked and damaged condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.